Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age & gender not provided by reporter. Unknown when non-union occurred. Additional product codes: hrs, hwc. (B)(4). Device history records was conducted. The report indicates that the: part #02.124.415, lot #8911652 manufacturing location: (B)(4), manufacturing date: 31. March 2014, no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision was performed involving the removal of a broken plate, (which had broken in two at the fourth screw hole) and 14 intact screws that occurred on (B)(6) 2015. There were no fragments generated or left in patient. It was revised with angled blade plate. The surgeon harvested autograft from right femur, using synthes reamer irrigation aspirator (ria) graft harvesting technique. Harvested graft was placed into the non-union site. Vacant screw holes were filled with wright medical injectable prodense product. Patient initial and revision surgeries as follows: original injury occurred on(B)(6) 2014 which was a motorcycle trauma that damaged the left distal femur. The initial procedure was a knee spanning large external fixator. Ex-fixator was on for 10 days then plated with synthes 4.5mm variable angle (va) condylar plate. The surgeon performed and ex-fixation and the original open reduction internal fixation (orif). There was no surgical delay. The procedure was completed successfully. There patient condition is stable. This complaint involves 15 devices, report is for 1 device/ condylar plate. This complaint is linked to (B)(4). This report is 1 of 1 for (B)(4).